Event description:
It was reported that following a recent implant, the atrial lead's capturing threshold increased and non capture was observed at maximum output. The p wave amplitude significantly decreased. An echocardiogram was performed and what appeared to be perforation and pericardial effusion was observed. Programming changes were made. A pericardiocentesis was performed with a suction canister connected to evacuate fluid. The patient was subsequently transferred in stable condition to his room. No other interventions were planned. The patient had no complaints associated with the issue.